Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was over 500 mg/dl. Customers other blood glucose value was 301 mg/dl. The customer declined troubleshooting for high blood glucose because it was going down now by use of the insulin pump. The device will not be returned for analysis.